Manufacturer narrative:
Technician evaluated the device and found the affected 1540nm energy wavelength handpiece delivering a very low energy output that was beyond the +/-20% acceptable specification range. Technician performed several calibration tests, but it would continue to deliver a low output, outside of specification range. So this required the technician to recommend a replacement for the affected handpiece to resolve the customer's issue. This incident is reportable because the device operated out of specification range.

Event description:
The device was found operating beyond specification range, delivering a very low energy output.